Event description:
New information received notes upon device interrogation, it was discovered the lead exhibited r-wave oversensing due to externalized conductors. Patient was good before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s right ventricular lead was replaced due to externalized conductors. Patient was discharged post-procedure. No further information available.

Manufacturer narrative:
Only the distal segment of the lead was returned measuring 49.2 cm / 50.5 cm. Internal insulation abrasions were noted at 10.0 cm to 12.6 cm, 16.2 cm to 17.0 cm and 17.7 cm to 18.4 cm from the distal tip. Also, internal insulation abrasion and explant damage breaching the re cables lumen was noted at 8.3 cm to 14.5 cm from the distal tip. One external insulation abrasion breaching rv cables lumen and one external insulation abrasion breaching ring electrode cables lumen due to friction to another device or feature of the heart was noted at 44.0 cm to 45.4 cm from the distal tip and at 45.5 cm to 46.8 cm from the distal tip. The cause of the r-wave oversensing was isolated to the external abrasion in which one ring electrode cable etfe coating being abraded. Electrical tests that could be performed, did not find discontinuities or shorts on any conduction paths.